Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter tip integrity was confirmed upon inspection of the photos. The defect occurred due to misalignment of a blade used during manufacturing to cut the catheter bevel. Corrective actions have been initiated, and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the medical equipment department received feedback from clinical departments indicating that multiple instances of cannula splitting had recently occurred during clinical use of this arterial catheter. This issue impacts patient experience and may cause patient discomfort if undetected during use. The medical equipment department promptly contacted the supplier to report the product quality issue and coordinated a return and replacement process.